Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be conclusively determined. The review of the lhr (f1513204) indicated that the device lot met all established performance criteria prior to shipment. (B)(4).

Event description:
The following information was reported: the mynx (5f) vascular closure device was placed through the 5f procedural sheath in an appropriate manner. The balloon was inflated and pulled back to the sheath tip. Once resistance was felt the mynx (5f) vascular closure device was then retracted to the arteriotomy. The side arm of the procedural sheath was opened to make sure no blood flow was present. The shuttle was advanced down until the stopping point and then the procedural sheath was pulled back up to redock the shuttle. As we were about to expose the green line on the white piece we noticed that the hydrogel was at the dermotomy site and it was also at the junction of the white piece where the green line is and the black part of the shuttle. It was determined that it was a faulty deployment by the interventional radiology doctor and manual pressure of 30 minutes or less was held at that point. In the doctor's opinion, the event was caused by the mynx device/mynx procedure because the sealant did not hydrate. The sealant was outside of the body. Additional information: the user shuttled down completely. There was no significant resistance when shuttling down. Unusual force was not applied when retracting the sheath. Procedure type: intervention peripheral vessel size: 5 mm stick location: medium sheath size: 5f vessel type: arterial